Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for one pt. Complaint summary: date: (B)(6) 2013, inratio inr: (4.2 and 2.8), lab inr: (1.7). Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number k308317. Investigation: inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 4.2, 2nd inr: 2.8, mean: 3.5, s.d.: 0.99, %cv: 28.28. The test failed the criteria for precision, generating a %cv greater than 20%. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, 1st inr: 4.2, 2nd nir 2.8, lab: 1.7, mean: 2.9, confidence limits (1.8 - 4.2). The mean of the inratio meter and comparative system inr were calculated. The lab reference value was outside the confidence limits for inr testing. Results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot number k308317. Results as follows: donor: (B)(4), inratio: (2.5, 2.5, 2.5), reference: 2.36, bias threshold: (1.36 - 3.36) %cv 0.00. Donor (B)(4), (3.2, 3.7, 3.5), 3.87, (2.87 - 4.87), 7.26. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio and reference tests revealed that the test results comparison did not meet accuracy or precision criteria. No product associated with the complaint was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on 10/01/2013, (B)(4) discrepant result complaints were reported for lot number k308317 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.